Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol 1, 30 charge processes had been documented. The memory content of the ICD was checked; the available iegms confirmed the reported interference in the ventricular channel and also in the ff channel. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis of the ICD did not indicate a device defect. In particular, the signal sensing proved to be normal.

Event description:
After an implantation time of about 4 months, inappropriate shock deliveries were reported and the system was explanted.